Event description:
It was reported to medtronic minimed that the customer alleges the pump is underdelivering and received a change sensor alert. The customer experienced hyperglycemia and was treated with a bolus. The event involved product(s) mmt-7040a, mmt-1884l, mmt-342, mmt-442ag, and 08116083022m. Troubleshooting was performed for the pump programming, and the meter ID was programmed into the pump. Troubleshooting was performed for the change sensor, and the customer is unable to run a transmitter test passed. The customer was advised to try another sensor. Troubleshooting was performed for the general documentation. Troubleshooting was partially performed for the high blood glucose. The customer has been using the insulin pump system within 48hours of a reported high blood glucose event. The customer is using the minimed 670g/770g/ 780g system with the auto mode/smartguard feature active at the time of a high blood glucose event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-442ag. No product return is required for 08116083022m.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.